Event description:
The customer reported three instances of red tinged plasma and are alleging the units are hemolyzed. The red-tinged plasma was discovered post-donation during component preparation. There was not a transfusion recipient or patient involved at the time of the component preparation, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: three sets were received for investigation. Evidence of hemolysis was found in one of the sets. The manufacturing records, test records and inspection records were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All lots conformed to specifications. Hemolysis testing was performed on the cationization and super-cationization membranes, with hemolysis found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following: characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.